Manufacturer narrative:
It was reported the cuff has leakage and it is 72 hours in use. No patient injury was reported.

Event description:
It was reported the cuff has leakage and it is 72 hours in use. No patient injury was reported.

Manufacturer narrative:
One sample was received in used conditions without original package. The device was visually inspected under normal conditions of illumination and filled with 5cc of air according to check for any functional problems. A hole was detected in the cuff and a leak occurred confirming the customer complaint. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. A device history record (DHR) reviewed showed that no issues or non-conformances reported during the manufacture of the reported lot.